Event description:
This unsolicited case from united states was received on 21-dec-2017 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and after few hours could not walk, could not bend his knee, fever of over 100; after 6 hours had left knee swelling/knee was swollen 3x times the size, intolerable pain in left knee/extreme pain; after unknown latency did not sleep for days; also, device malfunction was identified for the reported lot number. The patient had the synvisc one injected in the right knee in the past and had no issues post injection. No medical history, concomitant medication or concurrent condition was reported. The patient denied any allergies or diabetes. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (dose: not reported; batch/lot number: 7rsl021) into the left knee for meniscus tear. The patient did not recall details of the procedure, general antiseptic was used prior to synvisc one injection. Nothing else was injected. The same day, 6 hours post injection, the patient had extreme pain that lasted for 4 to 5 days. His knee was swollen 3x times the size, he could not bend his knee or walk, almost went to the emergency department. The patient experienced extreme effects including swelling and intolerable pain for days. The patient took anti-inflammatory medication, used ice and rested but he was still having periodic pain and swelling in the knee. The patient had a fever of over 100 in the evening and 2 days post injection. The same evening, the patient had pain level of 10 and the next day. The patient was not sure if the infection was lingering. The patient denied any exercise post injection and used a cane for 2.5 weeks to get around. Since an unknown date in 2017, after unknown latency, the patient did not sleep for days. It was reported that the patient did not have any blood work, no cultures or drainage of the knee. It took the patient a 1.5 to 2 weeks to feel alright but still had pain and swelling. The pain came and went dependent upon activity level; was still abnormal and left knee was the better of the two knees. The patient was not hospitalized. The reason that the patient had the synvisc one was because of a meniscus tear and general clean up of the left knee; he had the injection for ease of movement. Corrective treatment: used a cane for could not walk; anti-inflammatory medication, ice and rest for left knee swelling/knee was swollen 3x times the size and intolerable pain in left knee/extreme pain; not reported for rest of the events. Outcome: not recovered for left knee swelling/knee was swollen 3x times the size, intolerable pain in left knee/extreme pain, device malfunction; recovering for rest of the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for could not walk and device malfunction pharmacovigilance comment: sanofi company comment dated 27-dec-2017: this case concerns a patient who has received synvisc one injections from the recalled lot and later had left knee swelling, pain, could not walk, could not bend his knee, did not sleep for days and fever. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.